Event description:
It was reported that there was a cerebral spinal fluid (csf) leaking/draining from midline incision. The event occurred on (B)(6) 2015. A revision was done on (B)(6) 2015 to repair/suture the csf leak. The incision was opened and leak was repaired. A catheter revision was not necessary. When asked on the physician letter, what the catheter issue was, the physician checked "unknown." The pump system was delivering lioresal. The patient's status at the time of report was "alive-no injury." It was reported that the repair was successful; the patient was doing well, receiving therapy. It was later reported by the physician that although the csf leak was repaired, the patient's mother insisted that the intrathecal pump be removed.

Manufacturer narrative:
Concomitant product: product ID: 8709sc, lot# n167877007, implanted: (B)(6) 2008, explanted: (B)(6) 2015, product type: catheter. (B)(4).